Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a tachycardia episode. The right atrial (ra) lead exhibited rising thresholds, a lead fracture and a subclavian fracture which was verified both by chest x-ray and visually. The lead fracture is suspect for the tachycardia episode. The ra lead was replaced. No further patient complications have been reported as a result of this event.